Event description:
During a call to baxter's technical service center to report receiving a check lines and bags alarm on the homechoice (hc) machine, the patient noticed that the floor got wet when using the drain bag. There was no obvious cause of the drain bag leak. The patient has put the drain line in the shower. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report this to her. The nurse stated that the patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review cannot be performed. A follow-up report will be submitted if any additional information is received.

Event description:
It was reported that the 9900 system right monitor was blank during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
(B)(4). This report for a check lines and bags alarm was not confirmed because the sample was not provided to baxter for evaluation. Therefore, the root cause could not be determined. A batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.